Event description:
It was reported by the caregiver to the physician's office that the patient has had an increase in seizures recently. They were informed to get in touch with neurologist office regarding the event. During follow-up with the physician's office, it was indicated by the medical assistant that the caregiver had called in to the office to report an increase in seizures and the following physician's colleague increased the patient's medication. It was stated that there was no physician assessment as the patient's normal physician was not available at the time of the report and the patient never came into the office. No settings and diagnostics were available per the medical assistant. No additional relevant information has been received to date.